Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with 2 proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both proglide devices met resistance with the anatomy during advancement and removal. The sutures were pre-placed without issue. The sheath was upsized to a 14f. While attempting to close, the knots were advanced, but hemostasis was not achieved. A cut down was performed. Additionally, the same occurred on the calcified left common femoral artery as suture placement was attempted with 2 proglide devices. Both devices met resistance during advancement and removal. The sheath was upsized to a 14f and the evar procedure was completed. While attempting to close, the knots were advanced, but hemostasis was not achieved. A cut down was performed. Per the physician, this was due to the patients calcified and tortuous anatomy. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.